Event description:
Information was provided that the tuohy borst adapter broke and could not be placed back together, prior to advancing the stent into the pt. The procedure was stopped as the pt lost more than 0.5 litre blood. We were advised that the procedure must be rescheduled and repeated completely with all products.

Manufacturer narrative:
(B)(4). A visual examination of the returned used product confirmed that the swivel luer body has separated from the main shaft. We can advise that prior to further processing, our quality control personnel verify the integrity of this product. At this time, we are unable to determine the root cause of the reported difficulty, however, we will continue to monitor this device.